Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if either the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch ultra meter was reading inaccurately control high. The pt obtained control solution readings of 110 mg/dl and 112 mg/dl, which fell above the specified range. He went to his physician due to his high results. The pt was tested at the physician's office, however, no results were provided. No treatment was given. The customer service rep walked the pt through 2 consecutive control solution tests that fell outside of specifications. The pt neither alleged harm nor experienced injury or medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The control solution and test strips were replaced.